Event description:
It was reported to covidien on (B)(4) 2013 that a customer had issue with a dialysis catheter. The customer states that a hospitalized pt rec'd intubation surgery on (B)(6), for hemodialysis. During the third round of hemodialysis treatment on (B)(6), the customer found blood oozing from the catheter one hr after the hemodialysis. As a result, the hemodialysis was suspended. Pt involved w/o injury. No medical intervention.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.